Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached from the quick release and the insulin dripped because the tubing was open, and it hung by itself. It occurred while she was changing her costume for dress rehearsal. The site location was her abdominal area. The pump was worn on the right side of the site. Her blood glucose at the time of the event was 187 mg/dl. The infusion had been in use on the first day and the infusions were stored in an open room cabinet/ book shelf. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.